Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Suspected false negative sars result for 1 symptomatic patient. The customer communicated that some of the patients being tested were confirmed positive by an alternate testing method (method unknown). It is unknown if the patient was confirmed positive in this event.